Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and the issue was confirmed using system logs which revealed error m-36. A visual inspection did not identify any conditions related to the reported event, and subsequent functional testing confirmed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. Additionally, a review of the internal erbe error log showed the presence of m-36 and m-b0. The probable root cause of error m-36 is attributed to installation issues preventing energy activation. The instrument may be installed on the patient side cart arm, but the energy cord may not be properly connected to the instrument and/or generator. Isi followed up with the initial reporter and obtained the following additional information: the event occurred on 11/26/2025 during the procedure. The customer switched to the esu generator for the handpiece bovie. There was no injury to the patient, and the procedure was completed robotically.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, the customer experienced an error on the integrated electrosurgical unit (iesu) or erbe system during handheld energy activation. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error m-36. The system was tested and verified as ready for use. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained.